Event description:
In 2009, the lay user/patient contacted lifescan alleging that a one touch ultramini meter read inaccurately erratic. The medical surveillance specialist (mss) spoke to the patient ten days later, and was able to obtain/verify information. The patient tests his blood glucose 5-10 times a day. He takes lantus insulin in the evening and sliding-scale humalog insulin based on his meter readings. The patient indicated that the alleged issue had been occurring for the past year on numerous occasions. While speaking to the customer service representative (csr), he reported meter readings of "590, hi, and 320 mg/dl" obtained back-to-back. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. Twenty-one minutes after obtaining the 3 tests, the patient retested 3 more times back-to-back and got "245, 260, and 280 mg/dl." Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20% and/or <=20 mg/dl. However, the patient claimed that there is no possible way his blood glucose could have dropped by over 200 points within around 20 minutes without doing anything. As a result of the alleged issue, the patient claimed that he suffered several instances of "severe hypoglycemia" and "severe hyperglycemia." In the hypoglycemic events, the patient claimed that he probably took too much insulin based on an inaccurate meter reading and then developed symptoms of shakiness and sweating. The patient alleged that he has been probably giving himself incorrect amounts of insulin resulting in high and low blood sugar events. Now, the patient tests himself twice before taking any insulin since he is afraid of having hypoglycemic events. The patients was reportedly using correct steps for testing with the reported meter and products. The reported meter was set to the correct unit of measurement setting. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.